Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed down. The procedure was completed by switching to manual compression.there was no reported patient injury. The device was attempted to be deployed outside of the patient but could not be pressed. The operator had received training, and the exoseal vcd was used in an interventional procedure. It was stored and prepared according to the instructions for use. Pulsatile flow was observed from the bleed-back indicator, and the approach used was the "wrong approach". No visible damage to the device or packaging was noted prior to use. Angiography verified the femoral artery's suitability and appropriate insertion angle, with vessel diameter confirmed to be at least 5mm. There was no visible calcium, plaque, stent, or significant stenosis near the puncture site, and the site had not been previously closed or shown signs of hematoma, arteriovenous fistula, or pseudoaneurysm. The device and sheath were retracted together until pulsatile flow slowed or stopped, and until the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. At that time, the indicator window was solid black, and no red color was observed during retraction. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed down. The procedure was completed by switching to manual compression. There was no reported patient injury. The device was attempted to be deployed outside of the patient but could not be pressed. The operator had received training, and the exoseal vcd was used in an interventional procedure. It was stored and prepared according to the instructions for use. Pulsatile flow was observed from the bleed-back indicator, and the approach used was the "wrong approach". No visible damage to the device or packaging was noted prior to use. Angiography verified the femoral artery's suitability and appropriate insertion angle, with vessel diameter confirmed to be at least 5mm. There was no visible calcium, plaque, stent, or significant stenosis near the puncture site, and the site had not been previously closed or shown signs of hematoma, arteriovenous fistula, or pseudoaneurysm. The device and sheath were retracted together until pulsatile flow slowed or stopped, and until the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. At that time, the indicator window was solid black, and no red color was observed during retraction. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the lever was able to be depressed with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.